Event description:
Pt tested his blood glucose on the suspect device and it was 202 mg/dl at 7p.m. At 8:30 pt took p.m. Dosage of insulin. Pt alleges that pt went to bed at 3a.m. And was "out cold". The paramedics were called at 7a.m. And paramedics tested pt's blood glucose on their device, it was 32 mg/dl. Pt was given an IV.